Event description:
Reporter indicated that revision surgery was done to reconnect the lead and the generator. Further follow-up revealed that diagnostic testing resulted in a high dcdc code, indicating a possible malfunction or connection problem. During the revision surgery, it was found that the lead was not properly connected to the generator. The lead was reinserted into the generator and the high impedance resolved. No clinical adverse events were reported, and the pt is reportedly doing well.